Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an "oxygen not available" alarm during in-house testing. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
A service engineer (se) evaluated the device, and reported that the issue was not duplicated during a run-in test. The se reviewed the event log, and confirmed that the 100% o2 became effective prior to the occurrence of 'oxygen not available' alarm (error code: 1208). The se indicated that the failure may have been for the switch substrate and the navigation ring. The se noted that the front bezel (which originally installed the switch substrate and the navigation) was replaced.

Manufacturer narrative:
The front bezel was returned to philips product investigation lab (pil) for failure investigation. The technician installed the front bezel to the standard test bed (stb) and noted that during the power on and the operation of the stb, the stb operated without issue or error code on all available power sources. In addition, the oxygen not available error noted in the complaint was not duplicable at the product investigation lab. During the analysis, the pil technician verified that the navigation ring and the associated accept button operate as designed. The technician verified that the audible and visual alarm led on the front panel is operating as designed. It was also verified that the switch panel power assembly power on button and all led¿s associated with the switch panel power assembly of the front bezel operated as expected. There was no problem found on the returned front bezel.